Manufacturer narrative:
The lot number is not known per the complainant; therefore, the device manufacture and expiration dates cannot be determined. According to the complainant, the device was disposed of and is not available for evaluation. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6), 2011 (patient ID, age, and weight are unavailable). According to the complainant, the hta procedure was successfully completed with no issues reported. However, the patient experienced pain from cramping immediately after the procedure. The patient stayed in post operative care for 24 hours, and returned five days later due to pain. Blood tests confirmed there was no infection. It is reported that the pain could be either adenomyosis or hematometra. The patient is reported to have a suction curettage procedure done to alleviate the pain. It is unknown when the procedure will be performed.